Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. The customer stated he changed the entire infusion set and reservoir and was still getting no delivery alarms. The blood glucose at the time of the incident is unknown. The customer was instructed to disconnect at the quick release and perform fixed prime. Insulin did not exit and the insulin pump alarmed no delivery. He was advised to the alarm and resume, but it alarmed again. The call got disconnected before troubleshooting was not completed and the customer could not be reached. The device will not be returned for analysis.